Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer representative (rep) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient was implanted with a pump yesterday (B)(6) 2018 and the pump had been alarming since the morning of (B)(6) 2018. It was noted the pump had been alarming four to five times, multiple times within the hour. They interrogated the pump with an 8840 and there was nothing in the logs. Additionally, it was stated that the pump had never been updated using the tablet software. No symptoms were reported. It was later reported that there was a confirmed motor stall prior to implant on (B)(6) 2018 and a recovery on (B)(6) 2018. They were then able to silence the alarm and update the pump. It was stated that no message was seen on the tablet prior to implant. The software version was noted to be 1.0.7493. It was then stated that the message should be red and not yellow. The issue was resolved. No further issues were reported or anticipated.